Manufacturer narrative:
Product analysis #(B)(4): ¿ as found condition: the pipeline flex shield embolization device and phenom 27 catheter were returned for analysis within a shipping box; and within a plastic bio-pouch. The pipeline flex shield pusher was returned within the phenome27 catheter. ¿ damage location details: the pushwire was returned extending out from catheter hub. In addition, the distal braid end, sleeves and tip coil deployed from catheter distal tip. No bend was observed on the pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. No defects were found with the proximal bumper, re-sheathing pad, re-sheathing marker, distal marker, and tip coil. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal end of pipeline flex shield braid was found to be not opened due to damaged braid. The proximal end of pipeline flex shield braid was found fully opened and moderately frayed. No flash or voids molded were observed in the hub. No damage was found with hub. The phenom 27 catheter body, distal tip and marker band were examined; and no damages were found. No other anomalies were observed. ¿ testing/analysis: the total and usable lengths of the catheter were measured to be within specifications. The catheter was flushed with water and water exited out from the distal tip. An in-house mandrel was inserted into the phenom 27 micro catheter hub and catheter lumen without issue. ¿ conclusion: based on the analysis findings, the pipeline flex with shield was confirmed to have failure to open at distal as the distal end of pipeline flex with shield appeared to be not fully opened due to damaged braid. It is likely that the patient tortuous anatomy may have contributed to this event. It was reported that ¿the distal section of the pipelines were positioned in a bend. The pipelines had been resheathed 3 or more times.¿ damage to the braid identified during analysis, could have occurred due to resheathing of the pipeline flex shield more than two times. However, based on the analysis findings, the phenom 27 catheter could not be confirmed to be kink/damage as no defect was found with the returned phenom 27 catheter that would have contributed to the event. (Nikkhs2 2023-06-09) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that two pipelines failed to open distally. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the clinoid artery (left ic-c3) with a max di ameter of 8mm and a 4mm neck diameter. The landing zone was 4mm distally and 5mm proximally. It was noted the patient's vessel tortuosity was strong. The access vessel was the left ic-c3. The access vessel was 4-5mm in diameter. Dapt (dual antiplatelet treatment) was administered. Postoperative findings related to blood flow imaging had no change. No health damage was present. It was reported that a 5f sofia was used as dac in 8f fubuki. After the fubuki was implanted at the ic origin, access was made with sofia, phenom27 of the product in question, and chikai. Both sofia and phenom were guided to m1. Inserted ped2-5-18. After removing the sleeve at m1, phenom27 is dropped to the c2 section and deployed in sofia. After crossing the siphon, sofia was dropped to the c5 section, but did not deploy from the tip at all. Despite performing a re-sheath and unsheath with sofia, a re-sheath and unsheath with phenom, and a deployment operation after stopping the deployment in sofia, it did not open from the tip at all. Fluoroscopically, there was concern that the tip was fraying, so sofia was returned to c1 and the phenom27 and ped were removed. Only the ped was collected. (This was discarded). The phenom27 was then guided to m1 again and ped5-18 of the same size was inserted. The same procedure as before was used to remove the sleeve and perform the deployment operation, but it did not open from the tip in the same way. The same procedure was performed 5 times, including full re-sheath, but it was not deployed, so it was collected as well. The fraying of the tip was confirmed. Concerned about the deterioration of phenom27, another product was used, and a new approach was made. The ped size was lowered, and the deployment section was made longer to apply more force to the tip and 4.75-30 was selected. The deployment was successfully completed. The pipelines failed to open distally. The distal section of the pipelines were positioned in a bend. More than 50% of the devices had been deployed when they failed to open. The pipelines had been resheathed 3 or more times. Np other operation or devices were used to deploy the stents. The pipelines were resheathed and removed with the microcatheter. The pipelines were used for an indication that is approved (on-label). The reported devices and any accessory devices were prepared and catheter was flushed as indicated in the IFU.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.